Event description:
Accessed the clave site with a syringe (unknown type of syringe) and when she disconnected the syringe, silicone seal did not pop back up to seal the port. This caused bleed back and the pt lost enough blood (5-6cc) to necessitate a transfusion. The pt is presently in stable condition.